Manufacturer narrative:
D4: serial and primary UDI number corrected. H6: health effect - impact code f24 removed and replaced with f26. H6 medical device problem code a24 removed and replaced with a25.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 33-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient expired on support in the procedure room. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock. It was also noted that the patient was receiving CPR prior to impella support.

Event description:
Additional information was received. The patient was already in active cardiac arrest prior to impella support. The underline issue was myeloid cardiogenic shock and large pericardial effusion. This was an independent case. The local team was never called. The case discussed the following day with cct and interventional cardiology. No attempt was made to place an impella rp as the patient expired.